Manufacturer narrative:
The freedom car charger was not returned to syncardia by the customer, therefore, an investigation was not able to be performed and a root cause of the non-functional car charger could not be conclusively determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom car charger was returned to syncardia by the customer. During the investigation, it was confirmed that the car charger was non-functioning due to a blown fuse. However, the customer-reported continual blinking could not be confirmed nor reproduced. When the car charger fuse is blown, the voltage output is zero, which would cause the led to not illuminate. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) and (B)(4) follow-up report 2.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the issue was observed when the freedom driver was supporting a patient, it did not prevent the device from performing its life-sustaining function. The freedom driver has a redundant power source of onboard batteries. The freedom car charger will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom car charger is component that enables the freedom driver to be plugged into a 12v vehicle power outlet. The customer, a syncardia certified hospital, reported that the patient's freedom car charger did not work and the light continuously blinked while in patient use. There was no reported adverse patient impact.